Manufacturer narrative:
Correction to h6 based on additional information received. The device was returned to edwards lifesciences for evaluation, and the following observations were made: the crimped balloon was torn proximal to the inflation balloon/crimp balloon (ic) bond and proximal to the balloon wing which appears to have no damage or flaring, the guide wire lumen is separated from the distal nose tip, gouges on the flex tip, compression on the flex shaft, 2cm from flex tip and compression on flex tip neck, and adhesive is present on balloon distal tip. Due to the nature of the complaint (torn balloon), no functional testing was able to be performed. However, dimensional testing was done and the double wall thickness of the crimp balloon was within specification. The 3mensio imagery and imagery of the device was provided by the facility and revealed the following: the 3mentio imagery shows the full access vessel anatomy in which the patient vessels has tortuosity and calcification. Additionally, the imagery provided shows the delivery system after use the distal end of the guidewire lumen is separated from the distal tip. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions for use (IFU) were reviewed: commander s3 IFU, preparation training manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty to withdraw system with valve through the esheath and balloon torn, and distal tip system components separate during use were confirmed. However, a manufacturing nonconformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Per imagery provided there the patient anatomy was tortuous and as mentioned 'during valve alignment in the ascending aorta, there appeared to be excessive tension on the balloon catheter. Alignment was successful and they were able to cross the annulus.' Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and previously documented in product risk assessment (pra) which identified high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Per report, the patient had tortuosity. Performing valve alignment in a non-straight section of the vasculature can cause the valve to 'dive' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.' Due to the balloon tear, the balloon profile may have been altered leading to the withdrawal difficulties noted. As a result of the reported withdrawal difficulties, it is possible excessive manipulation may have been used during device removal, leading to the separation of the distal tip. A definite root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and procedural factors (valve alignment performed in a non-straight section / high alignment forces/ withdrawal of torn balloon/ excessive manipulation) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. There were no manufacturing nonconformance's, or IFU/training deficiencies identified during this evaluation. Therefore, no corrective and preventative action nor pra is required at this time. However, per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra and a CAPA was initiated to address this issue.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transcarotid valve in valve tavr procedure for a 29mm sapien 3 valve in a pre-existing 29mm surgical valve with aortic insufficiency and aortic stenosis, the balloon and valve separated from delivery system and valve had to be surgically removed. During valve alignment in ascending aorta, there appeared to be excessive tension on the balloon catheter. Alignment was successful and they were able to cross the annulus, however, when deployment was attempted, the valve did not expand. There was blood observed in the syringe indicating the balloon had ruptured. While attempting to pull delivery system and valve into esheath for removal from the body, it was noted that the valve was not moving with the markers on the balloon catheter. Removal of the delivery system demonstrated that the balloon had separated from the catheter. The distal balloon, valve, and nose cone remained in the body. These items were removed surgically and valve was implanted via transaortic approach.